Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer representative. The serial number of the extension was not available. It was clarified that the specific historic impedance measurements prior to the ins replacement was not available but were inside the range. Prior to the ins battery depletion, the patient was receiving effective therapy. Regarding the out of range impedances previously reported, it was specified that all contacts were over 10,000 ohms. There was no indication the patient manipulated the ins in the pocket or that it flipped in the pocket. During the surgery, it was found the ins was correctly positioned in the pocket.

Manufacturer narrative:
Analysis found the outer insulation of the extension body was twisted. All conductors were broken and overstressed 45.2 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component is: product ID 37081 lot# serial# unknown implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a spinal cord stimulation system with out of range impedances. During surgery for ins replacement due to normal battery depletion, the physician found the extension was twisted and kinked. The impedances measured on the extension revealed all values were out of range. It was unknown what factors may have led or contributed to the issue. The physician decided to replace the extension and the issue resolved. The patient felt fine and was receiving effective therapy.